Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided necessary reset instructions, and confirmed the malfunction did not recur following the reset. The customer was informed that they could continue using the pump and advised to contact support if the issue recurred. Additionally, the customer's contact details were updated to ensure they received a field correction notice, which had not been acknowledged previously.